Manufacturer narrative:
(B)(4). Batch # unk. As a lot/batch was not provided, a device history could not be performed.

Event description:
It was reported that during an open low anterior resection, the firing force was higher than usual. The same device was used as-is to complete the case. There were no adverse consequences to the patient. No device will be returning.